Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 176 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: no button error alarm noted. Act button did not respond due to flattened button dome switch. Pump had minor scratched display window and cracked reservoir tube lip.